Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the monitor failed to accept signal and the serial digital interface (sdi) 1 port had broken copper cable piece in it and both sdi1 and sdi2 failed syncing. The issue occurred during inspection for use. There were no reports of patient harm.